Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the maryland bipolar forceps instrument did not move properly; it did not make intuitive movements. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv) while surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The surgeon movements scaled appropriately to the maryland bipolar forceps. The timing was appropriate. The maryland bipolar forceps did not move in the intended direction, since the intended direction was right and the observed direction was down. The issue was persistent. The issue was resolved by using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint. The maryland bipolar forceps instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result of the full break, functional testing for motion related issues could not be performed. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormally sharp edges or damage that would have contributed to the cable breaking. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.